Event description:
It was reported that during a gastric band procedure, while positioning the band the suture clip snapped off into the patient. Another like device was used to complete the procedure. One device will be returned.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Buckle torn on snorkel side a curved band (lot # zrdbby, bd3xv) was received with 60 cm of catheter attached. The port applier, port cap and connector were received in separate packaging. The suture loop, which was claimed to have "snapped off into the patient", is in fact intact. The buckle on the band was torn. No part of the band seemed to be missing. The complaint cannot be confirmed. Damage was observed on the buckle tab; however, the extender tab was found to be fully intact. The complaint alleges that the suture clip "snapped off into the patient"; however no parts of the extender tip or the band appeared to be missing, as outlined in the event description. A probable root cause cannot be definitively established. However, it may be suggested that during the band closure process an excessive force was exerted pulling the extender tab through the buckle tab, which caused the buckle to tear and break. The device history record (DHR) was performed and no discrepancies were recorded during the manufacturing process.